Manufacturer narrative:
Information received from the (B)(4) study indicated that a dissection occurred after a coronary artery stent was implanted and the troponin I was elevated after the procedure. The target lesion was a 95% stenosis in the mid left anterior descending (lad) artery. The lesion was de novo, type b2, was not heavily calcified or anatomically complex. There was no extreme vessel tortuosity. The lesion was not pre-dilated. A 2.5mm x 13mm cypher stent was implanted in the lesion at 13 atms. The stent was post-dilated and a type b dissection occurred. The event was treated with the implant of a 2.5mm x 18mm cypher stent overlapping and proximal to the first stent. A day after the procedure, troponin I was found to be elevated, but was not clinically significant (troponin I was 0.10 (upper limit: 0.06 ng/ml). The event resolved without further sequel and the patient was discharged the day after the procedure. Addendum: two investigators reviewed the film and believe the dissection occurred not due to the stent, but rather because of the nature of the plaque in the vessel. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Dissections are a known potential adverse event associated with coronary stenting. The IFU cautions that implanting a stent may lead to a dissection of the vessel distal and/or proximal to the stented portion. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. Review of the information provided and based on the opinion of the investigators vessel/lesion characteristics may have contributed to the reported events. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Event description:
The information received from (B)(4) study indicated that an edge dissection occurred during implantation of a 2.5 x 13mm cypher stent. The event was reported to be of none/mild severity and was treated with deployment of an overlapping 2.5 x 18mm cypher stent. The event resolved without sequelae and was reported to be probably related to the procedure and unrelated to the cypher device and the study drug. The target lesion was a 95% stenosis in the mid left anterior descending (lad) artery. The lesion was de novo, type b2, was not heavily calcified or anatomically complex. There was no extreme vessel tortuosity. The lesion was not pre-dilated.

Manufacturer narrative:
(B)(6) 2010 10:20 24 hr clock: ck 114 (ul: 308 u/l), ck-mb 2.2 (ul: 5.0 ng/ml), troponin I 0.01 (ul: 0.06 ng/ml). (B)(6) 2010 05:00 24 hr clock: ck-mb 2.5 (ul: 5.0 ng/ml), troponin I 0.10 (ul: 0.06 ng/ml). 1996: aspirin 325mg, toprol 50mg, simvastatin 80mg. The product is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15104086 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days from receipt.

Event description:
Additional information was received that there was not a predilation balloon used. Two investigators reviewed the film and believe the dissection occurred not due to the stent, but rather because of the nature of the plaque in the vessel.